Event description:
The clinician reports the implant was inserted (B)(6)in ada 28. Details of surgery: immediate extraction site. On (B)(6), non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility and inflammation. No further patient complications were reported.